Event description:
Additional information received reported the pump was used to deliver dilaudid. It was later reported the patient didhave a catheter inflammatory mass. The patient recovered without sequela on (B)(6) 2012. Additional information received reported the patient was seen on (B)(6) 2012 for a refill and had pain on the right side of his abdomen and bilaterally on his lower back. The pain was at a level of 7 on a 0-10 scale and was shooting, sharp, and dull. The pain was more intense pain compared to the patient's previous pain. There was no precipitating cause for the change. The patient also had new numbness, tingling, and weakness in the lower extremities and numbness in the left chest wall, buttock, and pelvis. The patient was given ativan for anxiety. The patient awakened frequently due to pain. The following ongoing problems were also noted: constipation, urinary difficulties, nausea, edema, pain at pocket site, hypotension, and sexual dysfunction. The patient did not have edema at the time of therefill. Upon refill, the expected residual volume was 7.2 ml and the actual residual volume was 6.0 ml. It was noted the pump contained bupivacaine, clonidine, and hydromorphone. At a follow-up on (B)(6) 2012 it was reported the patient had maximum pain in the right side of the abdomen radiating to the mid back on the right side due to thoracotomy and liver resection. The patient's symptoms had improved 0-25% and his pain was at an 8 out of 10. The patient's pain was under poor control and he had an average of 10 episodes of breakthrough pain a day. The patient had weakness in the left side and leg. The patient had fatigue during the day due to being kept awake by pain at night. The patient's ability to perform activities of daily living, his social relationships, and his sleep pattern have worsened. The patient had the following symptoms: chronic fatigue, general malaise, generalized weakness, progressive deficit in the legs, incontinence of bladder, anxiety, depression, suicidal ideation, muscle spasms in area of pain, constipation, nausea, urinary incontinence, urinary hesitancy, chronic cough, and lower extremity edema. Neurological tests showed a left leg limp in the patient's gait. The patient's numbness of the left side involved his face, chest, abdomen, pelvis, testicle/penis, and lower extremities. The numbness was often severe after lying for a period of time. It was noted the pump was reduced secondary to the side effects and possible inflammatory mass. A spinal segment catheter revision was scheduled and performed on (B)(6) 2012. The spinal portion of the old catheter was left in the patient and tied off to the fascia. It was noted during the surgery that some cerebrospinal fluid (csf) flow was seen from the catheter and a catheter dye study was attempted, but the dye was not able to be seen coming out of the port. It was unable to find an obvious leak, so the catheter was tied off at the fascia. On (B)(6) 2012 the patient was seen and had pain at 10 out of 10 due to the surgery. It was noted the patient ambulated with a cane.

Event description:
It was reported that there was a suspected or potential inflammatory mass at the catheter tip. The patient experienced severe numbness in left chest radiating to abdomen, groin and left leg. An MRI was being done to check catheter tip and check for im. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709, lot # j11200r63, implanted: (B)(6) 2002, explanted: (B)(6) 2005, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).